Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was a poor communication screen on the patient programmer (pp). The implantable neurostimulator recharger (insr) could not communicate. It had been over a month since the last time the patient felt stimulation. She had not needed it. It had been over a month since the last successful charge session. The patient could not connect with the implantable neurostimulator (ins) and the pain came back. The patient thought it had overdischarged twice before. Further follow-up is being conducted to determine what steps were taken to resolve the overdischarge. If additional information is received, a follow-up report will be sent.